Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken atrial connection port. The status of the epg is unknown. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned for service.

Manufacturer narrative:
Product analysis:analysis confirmed the customer comment that the output connector assembly was broken. Hanger assembly was broken, lower case was broken, keypad flex was damaged (keypad was functional). Main seal was pinched, display wire was pinched, wire insulation was exposed. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.